Manufacturer narrative:
Ps306991 the bubble CPAP system is designed to provide breathing support to a spontaneously breathing neonate or infant via the nares by either nasal prongs or mask. The system delivers humidified air to the patient and uses an underwater seal in the bubble CPAP generator at the distal end of the expiratory breathing circuit to provide CPAP to the patient. The complaint bc190 flexitrunk infant nasal tubings was not returned to fisher & paykel healthcare (f&p) for evaluation. No response was received on questions sent to the customer. Our investigation is thus based on the initial report of the customer and our knowledge of the product. The customer reported that one of the flexible hose fitting was broken. Without the complaint device or additional information we are unable to determine the cause of the reported event. All flexitrunk nasal tubings are visually inspected and pressure tested before leaving the production line and those that fail are rejected. This suggests that the damage on the subject nasal tubing occurred after it was released for distribution. Our user instructions the accompany the flexitrunk infant nasal tubing state: - use caution when positioning the infant interface. Avoid excessive pull forces, sharp objects and tubing holders. Damage to the tubing may cause loss of pressure and require immediate replacement. A caution insert is included in the packaging to remind the user to take extra care when handling the flexitrunk.

Event description:
A healthcare facility in france reported that the one of a bc190 flexitrunk infant nasal tubings was broken. There was no patient consequence.

Manufacturer narrative:
(B)(4). The complaint bc190 flexitrunk infant nasal tubings is currently en route to fisher & paykel healthcare (f&p) for evaluation. We are in process to determine if f&p's product caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that the one of a bc190 flexitrunk infant nasal tubings was broken. There was no patient consequence.